Manufacturer narrative:
On (B)(6) 2017 the r&d project manager performed a visual inspection of the retrieved items and commented as follows: the quadra stem had a ha coating almost totally absorbed. In the proximal macrostructures there was evident fibrotic tissue, especially in the proximal-lateral area of the stem. Big grooves were present in the neck and taper regions. The dm liner was slightly yellow and in the ceramic ball head there was not any particular sign. On the cup the ha coating was sightly present in the polar surface, while a large presence of fibrotic tissue was noticed in the macrostructures. From the received pieces it was not possible to determine a root cause of the event.

Manufacturer narrative:
Additional information received on 25 july 2017 and includes: the second step of the revision surgery has been performed on (B)(6) 2017.

Manufacturer narrative:
Additional information received on (B)(6) 2017 and includes: all medacta hardware was revised and a spacer was implanted. The surgery was completed successfully on (B)(6) 2017. On (B)(6) 2017 the medical affairs director performed a clinical evaluation and commented as follows: infection in cementless tha, 4 months after primary operation. Infection is a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices. Batch reviews performed on 24 april 2017. Lot 160829: (b)(3) items manufactured and released on 25 may 2016. Expiration date: 2021-05-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Quadra-h cementless, ha coated stem size 2 std, short neck, code 01.12.22sn, lot. 154594 (k082792), (B)(4) items manufactured and released on 20 january 2016. Expiration date: 2021-01-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 28 size m 0, code 01.29.202, lot. 162717 (k112115), (B)(4) items manufactured and released on 24 august 2016. Expiration date: 2021-07-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Double mobility hc liner ø 50/28, code 01.26.2850mhc, lot. 162319 (k092265), (B)(4) items manufactured and released on 25 july 2016. Expiration date: 2021-06-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The infection is confirmed. The surgeon plans to revise all medacta hardware and implant an antibiotic spacer.